Event description:
It was reported that, "during the surgery, the surgeon noticed the faded markings of the size on the cup trials".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR#2249697-2010-00850.